Event description:
The core universal driver was sent in for analysis because it would not turn off during a procedure. No adverse event was associated with the device. Another device was used to complete the procedure without any procedure delay.

Manufacturer narrative:
Corroded sockets can result in intermittent connection between the console and the handpiece, as well as higher impedance at the ground sockets resulting in false run signals as reported in this complaint.